Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc). The lead was successfully reprogrammed for optimization. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.